Event description:
Caller reported the freestyle was used in school to test their pt. The school nurse received two consecutive readings of 73 mg/dl. The caller reported that their pt then went into a diabetic seizure. The paramedics were called and upon arrival tested the customer with an unknown brand meter and got a result of 40 mg/dl. The paramedics administered glucose intravenously until glucose levels were at 131 mg/dl then transported the customer to the hosp. A glucose reading taken at the hosp was 75 mg/dl.